Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stenting procedure with the bronchus of a cancer patient on (B)(6) 2011. According to the complainant, during the procedure the stent was only able to be partially deployed, as it was suspected that the deployment suture was tangled. The device was removed from the patient, and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stenting procedure with the bronchus of a cancer patient on (B)(6), 2011. According to the complainant, during the procedure the stent was only able to be partially deployed, as it was suspected that the deployment suture was tangled. The device was removed from the patient, and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the stent delivery system was returned together with a partially deployed stent. Approximately 3.5cm of the stent had been deployed. During functional analysis, the stent deployed fully on the first attempt with no restrictions. No further issues were noted with the returned device which could have contributed to the reported complaint. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.